Event description:
It was reported that within a couple of weeks of implant, the right ventricular (rv) lead exhibited a slow rise in impedances to high levels. The pocket was reopened, and the lead was tested using and analyzer, indicating normal function. The physician attempted to reconnect the device back to the lead, but was unable to insert the wrench into the setscrew. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device found a set screw with a rounded socket.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).